Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) that was occluded. Balloon angioplasty with a 5 mm x 8 cm balloon was performed and had a poor result; therefore, the decision was made to use a supera stent for treatment. Pre-dilatation was performed with a 6 mm balloon followed by the placement of a 5 mm x 100 mm supera stent which deployed nicely; however, the distal sfa was probably 6.5 mm; therefore, the top of the stent did not sit against the wall of the artery. While attempting to remove the delivery system the distal tip caught at the top of the stent causing the stent to stretch. Many manoeuvres including rotating the device, removing the wire, and replacing the wire with a curve at the tip, failed to allow the distal tip to pass above the top of the stent. Finally a quick tug was successful in releasing the stent. As the top of the stent was not adhered to the arterial wall the stent relaxed back to its normal shape; therefore, there was no elongation of the stent. There was a good angiographic outcome. No adverse patient effects were reported. The procedure was only prolonged by a few minutes, so there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). Visual and functional inspections were performed on the returned device. The deployment difficulty and difficulty removing was not able to be confirmed as the difficulties were based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties are due to circumstances of the procedure.